Manufacturer narrative:
This report is submitted on july 8, 2019.

Event description:
The patient experienced pain from a buildup of granulation tissue at times from chronic irritation. The patient has had multiple skin revisions and the treatment with a topical antibiotic. The implant remains in-situ.